Event description:
It was reported to philips that the xper information management system (xperim) software was not able to launch while a patient was being prepped for a procedure. It was confirmed there was no patient harm. The investigation indicated that the problem occurred while the staff was prepping the patient. The staff attempted to start up xperim and it failed to launch. Based on the results of the analysis, the cause of the reported problem was that the datacenter was out of memory, therefore xperim was unable to reach out and start the communication with the datacenter. This caused xperim to become unresponsive and it failed to start. Performing a restart of the datacenter application restored functionality and resolved the issue. Philips performed an assessment and found the reported issue could not lead to death or serious injury should it recur.

Manufacturer narrative:
Philips investigation is on-going. Philips will provide another report in 30 days.

Event description:
It was reported to philips that the xper information management system (xperim) software was not able to launch while the patient was being prepped for the procedure. The user attempted to launch xperim but to no avail. It was confirmed there was no patient harm. The device was in clinical use at the time of the event. While xperim software is primarily intended for information management during procedures.

Event description:
It was reported to philips that the xper information management system (xperim) software was not able to launch while the patient was being prepped for the procedure. The user attempted to launch xperim but to no avail. It was confirmed there was no patient harm. The device was in clinical use at the time of the event. While xperim software is primarily intended for information management during procedures. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigation is on-going. Philips will provide another report in 30 days.

Event description:
It was reported to philips that the xper information management system (xperim) software was not able to launch while the patient was being prepped for the procedure. The user attempted to launch xperim but to no avail. It was confirmed there was no patient harm. The device was in clinical use at the time of the event. While xperim software is primarily intended for information management during procedures. Philips has started an investigation of this complaint.